Manufacturer narrative:
(B)(4) - MDR 3003442380-2024-14566 - device 3 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set fell off events on (B)(6) 2024 . The event occured within 2 days of insertion. Patient replaced infusion set and resumed insulin successfully. No further information available.